Event description:
Surgeon questioning the covering on the metal stents. Questionable integrity. At the 12 o'clock position the stent was noted to be shiny indicating that it wasn't covered correctly.